Manufacturer narrative:
The product was returned on 2024-02-01. The investigation of the product was completed on 2024-03-05. During the inspection of item 33300 with the production date lot po36 (march 2021), it was found that the bayonet catch is broken on both sides. Due to the broken bayonet lock, the function of article 33300 is no longer given, as the insert used can no longer be closed. This means that when the corresponding handle is operated, the jaw part no longer opens, and the insert is pushed out. It is likely that excessive force in combination with corrosion caused the bayonet catch to break before or after the operation. Because as soon as an insert is mounted, there is no way that the broken parts can fall into the patient. It is therefore important to check the articles for function and damage before use, and this is also emphasised in the IFU. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a laparoscopic procedure a part of the metal outer sheath broke off inside the patient. The broken off part could not be found and an x-ray was taken. It could be confirmed that no metal part is inside the patient.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).